Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that the hand piece device "was overheating." The reporter confirmed that the event occurred during pre-testing setup. The planned surgical procedure was completed without delay and an identical spare device was available for use. There was no patient harm or adverse outcome alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.